Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a ureteral plastic stent was implanted in the patient's ureter on (B)(6) 2016, after an 8.2mm stone in the right ureter was crushed using laser ureteroscopy. Reportedly, prior to stent placement, the patient had hematuria which was probably caused by the stones. According to the complainant, a day after the stent was implanted, patient had some pain in the "belly" and urethra which is felt during standing and urinating. The patient was given diclofenac ampule to treat the pain; however, after 10 days, pain was still felt. The stent was then removed on (B)(6) 2016 "through machine with anastasi" (sp: anesthesia). Reportedly, the pain subsided and the patient's urine was normal after the stent was removed. The patient's condition at the conclusion of the procedure was reported to be "fine."